Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot the issue with the customer; the customer to replace the power switch and harness. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator will not run on alternating current (ac) power. The ventilator was not on a patient at the time of the event.